Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open low anterior resection, on rectal resection, the stapler was unable to fire, the surgeon was unable to press the green button and could not squeeze the handle. A new handle was used to resolve the issue. There was no patient injury.